Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, detached end cap and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that drive support cap came off. He stated that drive support cap was coming off during priming of the tubing. Customer's blood glucose was 249 mg/dl. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.